Manufacturer narrative:
In some countries outside the u.s, customer information is not provided due to privacy laws.

Event description:
At 5:45am a (B)(6) customer tested his blood glucose on the contour next one with a result of 34mg/dl. The meter automatically marked it as a control test, which will be displayed as a control result when accessing the meter's memory. No adverse event was alleged. The test strips were not expected to be returned for investigation. A new meter was sent to the customer.